Event description:
A lifecor pt services representative (psr) could not get the side-to-side channel to come in clearly while baselining a pt. Support had him try a new electrode belt. The unit continued to give him a bed side-to-side channel signal. It also started to alarm "check belt". Support had the psr download. The download revealed no signal on either channel. Support had the psr exchange the monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem (device was alarming "check belt") was confirmed. The cause of the reported problem was intermittent connection on the j103 connector on the ca board. J103 is one of the connectors that brings ECG input from the auxiliary board portion of the monitor. The intermittent connections were making the monitor think that there was a problem with the ecgs. The root cause of the intermittent connector is unk, but is likely a manufacturing defect. The monitor was repaired, retested a restocked. No adverse event resulted from the j103 failure. The pt received a replacement monitor.